Event description:
It was reported that the procedure was cancelled. The target lesion was located in the right renal artery. A 6.0mmx18mmx150cm express sd stent was advanced for treatment but the delivery shaft got kinked and could not be fully advanced. The device was removed and the procedure was not completed due to device availability. No patient complications were reported and the patient's status was stable. It was further reported that the procedure was completed with a balloon dilation.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the right renal artery. A 6.0mmx18mmx150cm express sd stent was advanced for treatment but the delivery shaft got kinked and could not be fully advanced. The device was removed and the procedure was not completed due to device unavailability. No patient complications were reported and the patient status was stable.